Event description:
It was reported that patient presented in clinic after receiving inappropriate shocks possibly due to oversensing the non-cardiac signal. Decrease in sensing and loss of capture were also observed. It was noted that the device had moved in the pocket. Lead x-ray was recommended. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.